Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, it was noted that the shaft of the catheter was separated inside the body. The device was removed with a snare and completed the procedure with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, it was noted that the shaft of the catheter was separated inside the body. The device was removed with a snare and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
B1: updated to adverse event and product problem. B2: updated to required intervention to prevent permanent impairment/damage. Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the shaft. The shaft is separated 34.5cm from the tip. Microscopic examination revealed that the shaft is stretched at the separation.